Manufacturer narrative:
Concomitant medical product: model: ddmb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead displayed small r-waves. Programming changes, at the time of the event were not requested and the lead remains in use. No patient complications have been reported as a result of this event.